Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to the leak in the cds; therefore, attributed to procedural condition. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, a slight drop in the water level in the steerable guide catheter(sgc) column was observed while inserting clip delivery system into sgc. A further drop in the water level was observed when the patient was placed in a straddle position in the left atrium. The clip and sgc were replaced with another devices to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
N/a.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, a slight drop in the water level in the steerable guide catheter(sgc) column was observed while inserting clip delivery system into sgc. A further drop in the water level was observed when the patient was placed in a straddle position in the left atrium. The clip and sgc were replaced with another devices to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.